Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2013, the patient presented with following pre-op diagnoses: l4-5 disk herniation with axial low back pain and right l5 radiculopathy. For which, patient underwent following procedures: right l4-5 total facetectomy. L 4-5 diskectomy with interbody arthrodesis using 13 x 26 mm peek spacer packed with demineralized bone matrix, bone morphogenic protein type 2, and morselized autograft. Posterolateral arthrodesis, l4-5. Pedicle screw fixation, l4-5. Per op notes, surgeon identified disk l4-5. The anterior disk space was then trialed, and a 13 x 26 mm peek spacer packed with demineralized bone matrix. Bone morphogenic protein type 2 and morselized autograft were gently tapped into places. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.